Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The pressure & extender tubing were also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 73.4cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing, pressure tubing and extender tubing was performed and no leaks were detected. A laser test of the optical fiber was performed and a break was detected within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period may-19 through apr-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer switched out the console with a different one, but the same issue occurred. Therapy was started using a transducer to obtain the arterial pressure. There was no difficulty inserting the iab noted and there was no meandering of the vessel. There was no patient harm or adverse event reported.